Event description:
It was reported that the pacemaker had entered into safety mode. It was noted that the pacemaker had been interrogated a few months earlier and had several years of estimated battery life remaining. Susequently a revision procedure was performed where the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the pacemaker had entered into safety mode. It was noted that the pacemaker had been interrogated a few months earlier and had several years of estimated battery life remaining. Subsequently a revision procedure was performed where the pacemaker was explanted and replaced. No additional adverse patient effects were reported.